Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a few alarms including low flow alarms and multiple pump stops on batteries and power module. A x-ray and inspection showed a percutaneous lead fatigue 10 centimeters from the controller connector and potentially inside the chest just after the bend relief. The pump was exchanged on (B)(6) 2021. The patient was stable in the intensive care unit (ICU).

Event description:
The pump exchange took place on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: evaluation of the returned pump revealed extensive superficial driveline damage. The evaluation of heartmate ii (hmii) left ventricular assist system (lvas), serial number: (B)(6), confirmed wire damage that would have contributed to the pump stoppage, driveline faults, and low speed events captured in the submitted log file. (B)(6) was returned assembled with the driveline (dl) cut approximately 4.5¿ from the pump housing, and a distal segment measuring approximately 26.0¿¿ was also returned. A middle segment of empty silicone jacket, measuring approximately 7.5¿¿, and a middle segment containing just the bionate and underlying layers, measuring approximately 5.0¿¿, were also returned. The sealed inflow conduit (inlet extension, inflow conduit flex section, inlet elbow) was not returned. The apical sewing ring was not returned. The sealed outflow graft was not returned. The outflow elbow was attached to the pump's outlet port. The outflow graft bend relief was not returned. Examination of the driveline revealed metal shield breakdown on the pump-end and distal end segments of the driveline. Initial microscopic inspection of the driveline found breaches throughout the proximal 4.5¿¿ of the returned driveline. Breaches were found approximately 2.5¿¿ from the pump housing in the black wire, from 1.75¿¿ to 4.0¿¿ from the pump housing in the brown wire, from 0.5¿¿ to 1.5¿¿ and from 3.5 to 4.0¿¿ from the pump housing in the red wire, from 1.0¿¿ to 3.0¿¿ from the pump housing in the orange wire, from 1.0¿¿ to 3.5¿¿ from the pump housing in the yellow wire, and from 0.5¿¿ to 3.5¿¿ from the pump housing in the green wire. Conductor breakdown was also observed in the green wire. Electrical continuity testing of the replaced driveline was conducted. The conductor breakdown in the green wire was bypassed, and all wires were found to be otherwise electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The returned driveline segment was submerged in a saline bath for hipot testing to check for current leakage through each wire¿s insulation. The test revealed breaches in the brown, orange and green wires in the 5.0¿¿ middle segment of the driveline, approximately 8.75¿¿ from the pump housing. If the exposed conductors contacted the braided shield while operating on the power module with a grounded patient cable, the resulting short to ground would have resulted in the low speed and pump stoppage events that were confirmed through the submitted log file. Similar events would have occurred if the exposed conductors of any two wires from different motor phases contacted the braided shield simultaneously while the patient was connected to battery power or the power module with an ungrounded patient cable. Additionally, the conductor breakdown found in the green wire would have resulted in the driveline fault alarms captured in the log file. The relevant sections of the device history records for (B)(6) and driveline s/n 30070 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05nov2013. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, pump stops, and driveline faults. A section on ¿handling emergencies¿ is also provided. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur. No further information was provided. The manufacturer is closing the file on this event.